Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Upon removal of the pod from the insertion site (arm), the patient reports the cannula was found to be bent. In addition the patient reports having redness at the pod infusion site. The patient reports having anxiety as well as trouble with their sight. Once at the hospital emergency room the patient was treated with a shot of manual insulin. The patient was at the hospital for 1 hour.